Event description:
It was reported that the lens vaulted (z-syndrome) approximately 2 months post implant. The lens was repositioned approximately 5 months post implant. The lens vaulted once again approximately 7 months post implant. The lens was scheduled for exchange on (B)(6) 2015 and the surgeon also planned to implant a capsular tension ring (ctr). According to the surgeon, the likely cause of the event was anterior capsular contraction syndrome "accs". This report pertains to the patient's rights eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.